Manufacturer narrative:
Patient information was not provided. Cardiacassist inc. Manufactures the protek duo veno-venous cannula. The incident occurred in (B)(6). Through follow-up communication livanova learned that the cannula was removed on (B)(6) 2020 and there was no mention of any damage to the cannula found after removal. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Checking for device availability.

Event description:
Livanova received report that a protekduo 29 fr cannula was inserted on (B)(6) 2020. On (B)(6) 2020 rij ECMO sight bleeding was noticed when patient coughed. The sutures were tightened, stitch placed and transfusions given.

Manufacturer narrative:
H.10: based on the current level of information, the reported event was likely related to external conditions and not to device defect/malfunction. Most likely, since the event occurred when the patient coughed, the reported sight bleeding could be due to patient movements while coughing or to sutures not tightened sufficiently to take the cannula in place.

Event description:
See initial report